Event description:
It was reported that there was a channel error. The primary line was primed with normal saline. An unknown medication was being administered via a burette connected to the same line. After the medication was administered, the nurse flushed the line with the normal saline. In preparation for tubing disconnection from the patient; the nurse pressed pause on the lvp and clamped the tubing. At this time, the channel error was displayed and the lvp was unable to be restarted. The specific channel error is unknown. It was noted that there were also 3 additional lvps attached to the same pcu at the time of the incident; however, they were not infusing any medication/fluid at the time. After the channel error, the devices were replaced. There was no harm to the patient or nurse. The incident did not cause a delay that impacted the patient's outcome. There was no treatment required as a result of the incident. Although requested, no additional patient information was not provided.

Manufacturer narrative:
The customers reported channel error was identified as error code 241.4140.0 in the device error logs, however the error was not replicated during testing. The returned pump module error log recorded 2 instances of 241.4140.0 error code the most recent occurring on the customers reported date of (B)(6) 2020 at 9:07 am. Asm testing of the pump module pressure sensors observed the patient side pressure sensor to be out of specification. Internal inspection observed the patient side pressure sensor was observed to be the factory installed fsa type with a date code of (B)(6) 2019. Per risk assessment (dir 10000226121) 241.4140.0 error is triggered by a faulty pressure sensor, and if a pressure sensor error occurs after an infusion has started a channel error alarm is triggered and current infusion is temporarily halted. The device was being used for treatment purposes. The probable cause of the customers reported channel error (241.4140) is attributed to a failed patient side pressure sensor related to faulty internal sensor circuit. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Sample inspection: the pump module was received with instrument seal intact. The right iui was observed to be dull. The door assembly was observed to be damaged at the door latch pivot point. Internal inspection observed no anomalies with the inside of the device. Log analysis results: the pump module error log recorded two (2) 241.4140.0 error messages occurring on (B)(6) 2020 at 4:36 pm and on the customers reported incident date of (B)(6) 2020 at 9:07 am. The pcu device was powered on at 8:33 am on 22 december 2020 and was programmed and started with the following parameters: thiamine (drug ID 296), drug amount 100ml, diluent 25ml, concentration 4 mg/ml, duration 30 minutes, rate 50ml/h and a of vtbi 25ml. Pvi at the time 3550.8ml. At 9:04 am the pump module completed and was channeled off. Pvi at the time 3575.8ml. At 9:05 am the pump module was programmed a basic infusion with a rate of 999ml/h and a vtbi of 25ml and infusion was started. At 9:06 am the infusion completed and the device switched to the kvo rate of 5 ml/hr. Pvi at the time 3600.9ml. At 9:07 am the pump module alarmed for 241.4140.0. From 9:07 am to 9:08 am the user attempted to restart the infusion and was unsuccessful. At 9:09 am the user powers off the pcu system. Test results: functional testing observed the returned pump module to be working as expected. Asm testing of the pump module observed the patient side pressure sensor to be out of specification. Test methods: the pressure sensor malfunction test method (dir 10000360043) was performed. Device history review: a review of the device history record showed the device had a manufacture date of 03/13/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a channel error. The primary line was primed with normal saline. An unknown medication was being administered via a burette connected to the same line. After the medication was administered, the nurse flushed the line with the normal saline. In preparation for tubing disconnection from the patient; the nurse pressed pause on the lvp and clamped the tubing. At this time, the channel error was displayed and the lvp was unable to be restarted. The specific channel error is unknown. It was noted that there were also 3 additional lvps attached to the same pcu at the time of the incident; however, they were not infusing any medication/fluid at the time. After the channel error, the devices were replaced. There was no harm to the patient or nurse. The incident did not cause a delay that impacted the patient's outcome. There was no treatment required as a result of the incident. Although requested, no additional patient information was not provided.

Manufacturer narrative:
Updated b5 and added burette on d11.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No additional patient information provided.

Event description:
It was reported that a channel error occurred during an infusion of normal saline. The normal saline was being administered as a flush after a medication infusion. In preparation for tubing disconnection from the patient; the nurse pressed pause on the lvp and clamped the tubing. At this time, the channel error was displayed and the lvp was unable to be restarted. It was noted that there were also 3 additional lvps attached to the same pcu at the time of the incident; however, they were not infusing any medication/fluid at the time. After the channel error, the devices were replaced. There was no harm to the patient or nurse. The incident did not cause a delay that impacted the patient's outcome. There was no treatment needed as a result of the incident.